Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 an inaccurate delivery issue with the insulin pump. No further information was provided. Animas customer support made several attempts to contact the reporter in follow up to obtain further details regarding the allegation, but were not successful in the attempt. There is no further information available at this time. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: a review of the pump history showed that the data for the event had been overwritten due to continuous use of the pump. During testing, the pump was observed to be delivering accurately. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. There were no defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.